Manufacturer narrative:
Section b2 death date of supplemental 001 medwatch report indicates: blank; section b2 death date of supplemnetal 001 medwatch report. Should indicate: (B)(6) 2018.

Event description:
Physio-control was made aware of an event via user facility medwatch report # (B)(4). The report stated: "defib failure on ems call with patient in cardiac arrest. Crew responded to a cardiac arrest in the city and attempted to utilize the lp 15 the monitor reported no electrical capture. Error code "attach pads/electrodes". This was attempted twice. CPR was continued and the patient was transported to medical center in cardiac arrest. Patient expired in ed." The exact date of the reported event was not provided. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Neither the customer's device nor its accessories have been returned to physio-control for evaluation. Physio-control has reached out to the customer in order to obtain additional information about the event, as well as the conclusion of the customer's investigation. A clinical review of the file was performed by physio-control; however, there was insufficient information within the file to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was made aware of an event via user facility medwatch report # (B)(4). The report stated: "defib failure on ems call with patient in cardiac arrest. Crew responded to a cardiac arrest in the city and attempted to utilize the lp 15 the monitor reported no electrical capture. Error code "attach pads/electrodes". This was attempted twice. CPR was continued and the patient was transported to medical center in cardiac arrest. Patient expired in ed." The exact date of the reported event was not provided. No further details about the patient or the event were provided.

Manufacturer narrative:
The hospital's biomedical engineer later advised that the date of the reported event was (B)(6) 2018. Date of event has been updated accordingly. The hospital biomedical engineer evaluated the device and verified the reported issue. The hospital biomedical engineer determined that the cause of the reported issue was the quik-combo therapy cable. The specific issue with the quik-combo therapy cable was not reported to physio-control. Neither the device nor the quik-combo therapy cable used during the event have been provided to physio-control for evaluation.

Event description:
Physio-control was made aware of an event via user facility medwatch report # (B)(4). The report stated: "defib failure on ems call with patient in cardiac arrest. Crew responded to a cardiac arrest in the city and attempted to utilize the lp 15 the monitor reported no electrical capture. Error code "attach pads/electrodes". This was attempted twice. CPR was continued and the patient was transported to medical center in cardiac arrest. Patient expired in ed." The exact date of the reported event was not provided. No further details about the patient or the event were provided.